Event description:
A healthcare professional reported that a patient was injected with skinvive¿ by juvéderm® in the cheek/mid face. The patient had a late onset nodule (lumps bumps) and product build up in certain areas around the cheek. The hcp would like follow-up to resolve the issue. Also wanted to know if an aesthetician should microneedle. A healthcare professional reported that a patient was treated with 1 ml in each cheek for smoothness. The patient was satisfied with the follow-up visit. However, the patient began to feel lumps/bumps over the 4th weekend. Hcp also noted that the patient did undergo microneedling yesterday afternoon.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.